Event description:
We received a report that an intraocular lens was explanted from the patient's left eye because the calculations were off. The report indicated that calculations were obtained from the website (not further specified). The lens was discarded and will not be returned to the manufacturer. Three attempts were made to gather additional information but the calls were not returned.

Manufacturer narrative:
(B)(4). Explant of intraocular lens. All pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.